Manufacturer narrative:
Voluntary medwatch submission #: mw5066816. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® administration set was broken and leaking medication. Due to the incident, the patient missed medication doses. It was unclear what the impact to the patient was.